Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2003: [facility ni]. (B)(6), md. Letter to: (B)(6), md. Presents for evaluation of symptomatic ventral hernia. Noted a large bulge in lower abdomen on left side. Patient was unaware she had a herniation, did not recognize a bulge until has coughing episode. Patient has had prior appendectomy, 2 cesarean sections through midline lower abdominal incision, and a d&c [dilation and curettage]. Patient has become symptomatic, with occasional nausea and change in bowel function. Concerned hernia may be partially obstructing her. Past medical history: morbid obesity, lupus erythematosus, fibromyalgia, gastroesophageal reflex disease, urinary stress incontinence, depression. Review of system: general: weight gain. Gastrointestinal: heartburn, constipation, gas, belching, difficulty swallowing. Genitourinary: frequent urination. Physical examination: abdomen: large abdominal girth. Midline lower abdominal incision. Obvious large hernia originating from the mid portion of the lower abdomen incision and extending off to the left. This is not totally reducible and is somewhat tender. Impression/plan: symptomatic incisional hernia. Recommendation that (B)(6) have repair of this hernia under general anesthesia with short hospital stay. The exact fascial defect is difficult to discern but, without question, will require a patch prosthesis of some sort to close hernia. On (B)(6) 2003: (B)(6), md. Radiology-chest x-ray. History: ventral hernia repair. Impression: mild cardiomegaly. Slight elevation anterior right hemidiaphragm. On (B)(6) 2015: (B)(6). Ed patient records. Cancer history comments: patient health history: lumpectomy- r [right]. Surgery comments: 3 abdominal hernia surgeries with mesh. [Missing records: records detailing ¿3 abdominal hernia surgeries with mesh¿ were not provided.]. On (B)(6) 2015: (B)(6) hospital. (B)(6), md. History and physical. Presents with complaints of chest pain. Patient also complained of weight gain of around 20 pounds over the last 6 months to 1 year. Past medical history: diabetes. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2006:(B)(6), md. Operative report. Preoperative and postoperative diagnosis: recurrent incisional hernia. Procedure: reduction and repair of incisional hernia repair with removal of old scar. Procedure: ¿after satisfactory induction of a spinal anesthetic with sedation the patient had the abdomen prepped and draped in a standard fashion for surgical procedure. The location where the patient had her previous defect that was draining was hard and firm and this area was excised first. We were able to excise the area in its entirety. We then were down through the area of the hernia. The patient then had the incision extended so that we could see the extent of the hernia. We reached our hand inside. There were two hernia cavity defects one on each side of the abdominal cavity that had come out the center and then some tissue had gone to the left and some had gone to the right. The hernia defect itself measured about 6 inches in length and about 4 inches in width. The fascial edges were freed up so that we could get back to them. There were minimal adhesions to the abdominal wall. The hernia was reduced and peritoneal contents were turned back into the abdominal cavity. Inspection revealed no evidence of very few interloop connections and these were taken down without difficulty. The patient had no evidence of any infections seen anywhere along the line, at least grossly. The patient had the fascial edges freed up. As we tried to pull the fascia together that was under too much tension and it was clear that was not going to be able to be done. Therefore in view of the fact that no infection had been seen and she had been on antibiotics for a week prior to surgery she had some composix mesh kugel patch placed in the abdominal cavity. This was placed on the under surface and a 7x5 patch was used. This was overlapped by at least a centimeter or two all of the way around. It was anchored along the edges along the inside of the peritoneal surface with 0 prolene interrupted simple sutures and then a running suture of 0 prolene was done along the fascial edge. Once this was accomplished the wound was irrigated with bacitracin. Hemostasis appeared satisfactory. We had a good seal and there did not appear to be too much tension. In view of the fact that she had problems before it was elected to place another layer of mesh over the top. Surgisis gold was used to give something that would be support for now and it would disappear later to allow better ingrowth of the soft tissue into the mesh. This was also felt to be a partial barrier to any contamination from the skin. This was placed down and sutured in place with vicryl anchored on the outside edges and then a baseball stitch along the edges to secure it to the fascia. The wound was irrigated with bacitracin after each of these layers. The patient then had excessive skin tissue left and therefore the excess skin tissue was removed, was estimated at about 10 pounds. Pain catheter times two was inserted, one in each upper end of the abdomen. These were placed in the prefascial space and a blake drain was placed in the bottom of the incision with extension of the drains towards the top. These were sutured in place with silk. Patient then had the soft tissue reapproximated in two layers, the deeper layer with 3-0 vicryl running simple suture divided in thirds and then the subcutaneous stitch of vicryl as well. The wounds were irrigated with bacitracin throughout. The skin was then closed with skin staples .¿ on (B)(6) 2006: (B)(6), md. Pathology. ¿final diagnosis: incisional hernia sac, herniorrhaphy: benign focally mesothelial lined fibrovascular connective tissue with patchy chronic inflammation consistent with hernia sac. Tissue submitted: hernia sac. Gross description: one part labeled with the patient's name and identification number only. Requisition identifies specimen as hernia sac. In formalin are two large fragments of pale tan- purple and fatty soft tissue that when approximated measure 13 x 10.5 x 5 cm. A cystic nature to both of these fragments is noted and the wall thickness ranges from 0.1 cm to 2 cm. Serial sectioning through both fragment reveals a variegated cut surface of pale yellow fatty tissue with an intervening more firm tan-gray component. No areas of discrete nodularity are identified. Representative sections are submitted in cassettes a through c. Remainder of specimen saved .¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable to gore's investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2003, including records for appendectomy and cesarean section x2, were not provided. (B)(6) 2003: operative report. Pre/postop diagnosis: symptomatic huge, incarcerated incisional hernia. Operation: repair of incarcerated incisional hernia with gore-tex patch prosthesis, removal of omentum. Indication: elective repair of a symptomatic incarcerated incisional hernia. Findings: ¿the patient actually had two fascial defects noted along the old midline lower abdominal incision. A large amount of omentum was incarcerated into the hernia with no evidence of bowel involvement. Fascial defect in toto [sic] was roughly 12 cm x 12 cm.¿ procedure: ¿the midline incision was reopened in its central portion, was carried down through the subcutaneous tissue to expose the hernia sac. The sac was opened and the fascial borders were exposed circumferentially. There was a very large sac in the subcutaneous tissue extending off to the left lower quadrant. There was a second sac noted inferior to this and very closely separated just by a few bands of fascia. The second sac extended off to the right lower quadrant but was much smaller. Large amount of omentum was incarcerated in the sac. The omentum had to be crossclamped and divided until the omentum could be freed and passed off the operative field. The fascial defects were then coalesced into one defect by dividing a few stands of intact fascia between the two herniations. This then created one large fascial defect. The fascia was exposed circumferentially, then a gore-tex patch was fashioned to fit this defect. The gore-tex patch was sutured into place with a running 2-0 gore-tex suture. Prior to tying this down a thorough check for hemostasis was undertaken and a check to make sure the laparotomy pads were removed. The suture was then tied down. The fascia at this area was infiltrated with 0.5% marcaine with epinephrine. The subcutaneous tissue and the patch were irrigated with antibiotic solution and a 10 round blake drain was brought out laterally and sutured to the skin. A thorough check for hemostasis was undertaken and bleeders in subcutaneous tissue electrocoagulated. The subcutaneous tissue was then reapproximated with 3-0 vicryl interrupted suture and the skin was closed with 4-0 vicryl subcuticular stitch and steri-strips.¿ on (B)(6) 2003: pathology report. Accession #: (B)(4). Pre/postop diagnosis: ventral hernia. Specimen received: omentum. Microscopic pathologic diagnosis: omentum, ventral hernia repair: hernia sac and omentum with focal fibroblastic proliferation. Microscopic description: sections are of a hernia sac lined by attenuated mesothelial lining epithelium and showing fibrosis and chronic inflammation. There is fibrosis involving portions of omentum. There is no evidence of malignancy. Gross description: received in formalin as ¿omentum¿ is a 35 x 15 x up to 3 cm piece of adipose tissue grossly consistent with omentum. No mass lesions are seen or palpated on section. Also received are several pieces of fibromembranous tissue, the largest of which is 8 cm. No mass lesions are noted on section. Representative tissue is submitted in one cassette. (B)(6) 2003: (B)(6) hospital. Implant record. Procedure: ventral hernia repair using gortex patch. Dualmesh biomaterial. Lot: 01897135. Item: 1dlmc03. [Ccoffman-1ppr-drb-00006]. The records confirm a gore® dualmesh® biomaterial (1dlmc03/01897135) was implanted during the procedure. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2003 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on an unknown date, an additional procedure occurred whereby the gore device was explanted. Additional event specific information was not provided.